Event description:
It was reported that the insulin pump had many scratches and that the display had become worn. The customer had declined to provide the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched display window, cracked display window, a cracked display window corner, and a cracked reservoir tube lip.